Event description:
It was reported that externalized conductors were observed on the right ventricular lead. No further information is available.

Manufacturer narrative:
Based on the review of the x-ray views provided to st. Jude medical, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
During a follow-up, noise was observed on the ventricular channel, r-wave sensing was noted to have decreased, and the threshold had increased. The lead will be explanted and replaced and the patient is in stable condition.